Manufacturer narrative:
This report is filed on july 1st, 2019.

Manufacturer narrative:
This report is submitted on may 2, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on an unknown date. It is unknown if the patient was implanted with another device.